Event description:
It was observed that during the device set-up/inspection for use, the colonovideoscope exhibited burnt distal end. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure (lamp at the end is burnt out) was not confirmed. According to the investigation, additional failure of foreign material found on the light guide rod lens was noticed. However, component analysis of the foreign material could not be identified. The root cause could not be identified. Based on the results of the investigation, it could not conclusively specify the root cause of the foreign material remaining in the device. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.